Event description:
It was reported at implant there was an abrasion noted on the atrial lead. The physician decided to use another lead. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the full lead was returned, analyzed, and the outer insulation was breached cut. It was also noted that there was blood/body fluid on the proximal conductor (not obstructed), the inner insulation was kinked/buckled, the outer tubing overlay was kinked/buckled, there was blood in/on the helix/lobe mechanism, the lead was stretched, and there was apparent explant damage.